Event description:
Report from USA stating device was not working. The device was not used in surgery. It is unknown if injury, medical intervention, or surgical delay occurred. The date of event is unknown. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).